Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing and receiver download was not performed because the unit would not boot up or communicate. The receiver case was opened and moisture detection sticker activated and/or, rust, contamination or liquid intrusion was found. The customer complaint could not be performed due to moisture damage. The reported event of loss of connection was not confirmed a root cause could not be determined.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on wed jul 05 21:07:34 edt 2017 with MFR# 3004753838-2017-48920. The ack3 was received on wed jul 05 21:07:34 edt 2017 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.